Manufacturer narrative:
H3: one device was received for evaluation. The service history identified that the device had been in for service before. Visual inspection was performed and through further inspection, it was found that the downstream occlusion (dso) seal was peeling, and the upstream occlusion (uso) had a cut in it. The device had mold in it upon opening and in addition needs a new motor and motherboard/printed circuit board (pcb). No repairs and actions will be taken as the device is beyond economic repair (ber).

Event description:
The customer returned the product for damaged display/noticeable fluid ingress, during physical inspection it was found that the downstream occlusion (dso) seal was peeling.